Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they didn't know what circumstances that led to the programmer not communication or the zapping sensation in their vagina, but it had ¿just stopped.¿ the consumer¿s weight at the time of the event was (B)(6). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that programmer not communicating. The patient was feeling zapped in vagina. The patient indicated for use is urinary dysfunction/sacral nerve stim.